Manufacturer narrative:
Insulin pump was monitored and had no black, purple or smashed on screen noted. Insulin pump received with severely scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratches reservoir tube window.

Event description:
Customer's husband reported a display anomaly on customer's insulin pump. The screen is black and purple. Customer's blood glucose is 117 mg/dl. The screen looks like it has been smashed. Customer did not know how the damage occurred. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)